Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer had already reset the pump before contacting support and was advised to call back if any further issues arose.